Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvic"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") in a 32-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: loestrin from 1997 to 2000. Concurrent conditions included abdominal pain, cervicitis, endometriosis, intramural leiomyoma of uterus, adenomyosis and pelvic adhesions. Concomitant products included amlodipine (norvasc) since 2012, colecalciferol (vitamin d) since 2012, insulin aspart (novolog) since 2016, lisinopril since 2015 and metformin since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection: urinary tract"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), depression ("depression") and mood altered ("mood changes"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain: back pain"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingo-oopherectomy (bilateral removal of fallopian tubes)), surgery (in 2014, she underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract infection, dysmenorrhoea, vaginal discharge, fatigue, migraine and headache was resolving, the menorrhagia had resolved and the vaginal haemorrhage, alopecia, nausea, back pain, depression and mood altered outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in 2010, menorrhagia had abnormal menstrual pain and cycle with excessive bleeding and spottinf all month long. Constanr bleeding and hard to get out of bed at times. The essure device was inserted, deployed without difficulty. Attention was then turned to the right ostium where a different essure micro- insert was inseted into the ostium without difficulty, there was 1 trailing coil on both sides. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvic") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a 32-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: loestrin from 1997 to 2000. Concurrent conditions included abdominal pain, cervicitis, endometriosis, intramural leiomyoma of uterus, adenomyosis and pelvic adhesions. Concomitant products included amlodipine (norvasc) since 2012, colecalciferol (vitamin d) since 2012, insulin aspart (novolog) since 2016, lisinopril since 2015 and metformin since 2011. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection: urinary tract "), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and mood altered ("mood changes"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain: back pain"). On an unknown date, the patient experienced depression ("depression"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingo-oopherectomy) and surgery (in 2014, she underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract infection, dysmenorrhoea, vaginal discharge, fatigue, migraine and headache was resolving, the menorrhagia had resolved and the alopecia, nausea, back pain, depression and mood altered outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: in 2010, menorrhagia had abnormal menstrual pain and cycle with excessive bleeding and spottinf all month long. Constanr bleeding and hard to get out of bed at times. The essure device was inserted , deployed without difficulty. Attention was then turned to the right ostium where a different essure micro- insert was inseted into the ostium without difficulty, there was 1 trailing coil on both sides. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case is incident. The reporter information was updated. This case concerns adult patient. Her historical condition and concurrent condition was added. Lab data was added. Essure indication was amended added. Essure lot number was added. Essure removal date was updated. Her concomitant medication was added. Following events were added: apareunia (inability to have sexual intercourse), urinary tract infection, dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, migraines, headaches, nausea; pain: back pain, depression and mood changes. She was recovering form the following events: apareunia, fatigue, excessive bleeding, severe pelvic pain, cramping, migraine, headaches, urinary tract infection and vaginal discharge. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvic"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ spotting") in a 32-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: loestrin from 1997 to 2000. Concurrent conditions included abdominal pain, cervicitis, endometriosis, intramural leiomyoma of uterus, adenomyosis and pelvic adhesions. Concomitant products included amlodipine (norvasc) since 2012, cholecalciferol (vitamin d) since 2012, insulin aspart (novolog) since 2016, lisinopril since 2015 and metformin since 2011. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection: urinary tract"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), depression ("depression"), mood altered ("mood changes") and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain: back pain"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingo-oophorectomy (bilateral removal of fallopian tubes)), surgery (in 2014, she underwent ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, urinary tract infection, dysmenorrhoea, vaginal discharge, fatigue, migraine and headache was resolving, the menorrhagia had resolved and the alopecia, nausea, back pain, depression, mood altered and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in 2010, menorrhagia had abnormal menstrual pain and cycle with excessive bleeding and spotting all month long. Constanr bleeding and hard to get out of bed at times. The essure device was inserted , deployed without difficulty. Attention was then turned to the right ostium where a different essure micro- insert was inseted into the ostium without difficulty, there was 1 trailing coil on both sides. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal). Onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy, left salpingectomy, and left salpingo-oophorectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy and left salpingo-oophorectomy, approximately 6.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a hysterectomy and left salpingo-oophorectomy, approximately 6.5 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.